Event description:
Packaging issue: it was reported that prior to a procedure, the package was band. The tyvek was open.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.